Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, opening wear abrasion and crease observed and none of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right-side exchange with no complaint against the device. Later, healthcare professional reported "glandular ptosis". This record is for the right side. The device was explanted and replaced, will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported right-side exchange with no complaint against the device. Later, healthcare professional reported "glandular ptosis". This record is for the right side. The device was explanted and replaced, will be returned.